Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a cardiovascular procedure on (B)(6) 2012 and suture was use. During the procedure the needle pulled off the suture. The surgeon completed the procedure with a like device. There were no adverse pt consequences.